Event description:
The customer reported ind (indeterminate) flag creatine kinase-mb (ck-mb) quality control (qc) results, involving access 2 immunoassay system. During troubleshooting, it was determined the customer had improperly loaded a reagent pack into the wrong compartment of the carousel. The ck-mb reagent pack was indicated in compartment #4 in the reagent inventory but was actually in compartment #5. Beckman coulter customer technical service (cts) guided the customer through verification of all compartments on the reagent carousel. The customer confirmed there were no other mis-loaded reagent packs. Cts advised the customer to properly discard the mis-loaded reagent pack and guided the customer through proper steps of loading a new reagent pack onto the carousel. Quality control was performed and within specification. The customer stated no patient results were generated. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. (B)(4).